Manufacturer narrative:
The reported events were lead dislodgement and low pacing lead impedance. As received, a complete lead was returned in one piece with helix found retracted and clogged with blood and tissue. X-ray examination of the lead found the inner coil was overtorqued inside the connector region consistent with procedural damage. After cleaning, the helix could be extended and retracted by applying torque directly to the connector pin. The full helix extension length was measured to be within specification. The reported event of low pacing lead impedance was confirmed. Electrical testing found internal shorting between conductors due to overtorqued inner coil inside the connector region consistent with procedural. The cause of low pacing impedance was due to shorting between conductors cause by overtorque of the inner coil.

Event description:
During attempted implant, the right atrial (ra) lead became dislodged. The ra lead was repositioned. During repositioning, low pacing impedance and loss of sensing were observed. The ra lead was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.